Event description:
While preparing doxorubicin syringes for IV administration, the luer lock portion of one syringe broke when I was tapping the syringe to eliminate bubbles from the solution. Several drops fell and were absorbed by the chemo pad. The syringes are 60 ml monoject brand. I had to transfer the doxorubicin from the broken syringe to a new one using a needle, which slowed preparation and wasted a small amount of drug.